Manufacturer narrative:
Correction: the original submission included the incorrect MFR report and cfn was selcted instead of fei. This report is including the correct MFR report and fei was selcted. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent testing by a third party vendor and was found to have an occlusion sensor issue, requiring the pump's 30 psi threshold to be adjusted. A hex file was requested by the end user to calibrate the pump with an 30 psi threshold of 284, up from 260 which it was originally. The hex file was sent to the end user and the pump was calibrated.

Event description:
On 02/28/2024, zyno medical received a report that a pump had failed a 30psi occlusion testing by a third party service. There were no patient involvement or harm reported.